Event description:
The customer reported that there was a failure to alarm for an spo2 event. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a failure to sound an alarm for an spo2 event. No pt harm was reported. The users were not sure if a user had turned off, suspended, or acknowledged the alarm. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.